Event description:
Distributor reports end user was injured by piece of glass when running the directcheck quality control. It is unk if the user was using the protective sleeve at the time of the incident. There was no report of serious injury or administration of medical treatment. This event occurred outside of the united states.

Manufacturer narrative:
(B)(4). Method: actual device not evaluated. A CAPA was completed for directcheck starting with lots manufactured in june 2011. Each directcheck starting with lots manufactured in june 2011. Each directcheck package includes an insert containing a picture demonstrating the preferred technique to use during activation of the directcheck assembly. In addition, the itc website includes a video which illustrates the preferred technique to use during activation of the directcheck assembly. No product returned. Results code: no results available since no eval performed. The case was verified based on pictures provided by the customer. Conclusion: human factors issue. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. It is unk if the user was using the protective sleeve at the time of the injury.